Manufacturer narrative:
A replacement glidescope video baton 2.0 large was provided to the customer and the video baton used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton, confirmed the intermittent image and observed that the device's camera housing was damaged. Since the customer's glidescope video baton 2.0 large had been replaced, the returned video baton was scrapped. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the connection at the video baton was "loose". The image would intermittently become distorted and would cut in and out while in use. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.